Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported a prior hospitalization of approximately six days related to hyperglycemia and significant fluid retention, described as ¿50 pounds of fluid,¿ occurring several weeks prior to reporting; however, the patient was unable to recall the exact dates of admission or discharge. The patient reported feeling ¿really sick¿ at the time of seeking medical attention and stated the diagnosis was hyperglycemia with fluid retention. Treatment reportedly included a lasix drip and unspecified medications, with bloodwork also conducted. The patient stated they continued using the omnipod system during hospitalization. No blood glucose values or device alerts at the time of event were reported. No further details were provided despite multiple good-faith efforts for additional information.